Event description:
It was reported that a user experienced dexcom g7 bluetooth connectivity issues resulting in cgm signal loss to the ilet, with a ¿sensor reconnecting¿ alert observed and no impact to blood glucose levels reported. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and user education, including sensor pairing guidance, code re-entry, and device setting toggling. Investigation of this case revealed restoration efforts were initiated with instructions to allow time for reconnection, consistent with intermittent communication disruption between the cgm and the ilet. It was concluded that the event was due to cgm-to-ilet communication loss, and the device functioned as designed once troubleshooting steps were completed.